Manufacturer narrative:
Concomitant medical products: 7495-25 neuro extension, implanted:(B)(6) 1996; 3888-33 pain stim lead, (B)(6) 2003; 74001 neuro adaptor, implanted: (B)(6) 2011; 74001 pain stim ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a fall, the patient's right ventricular (rv) lead exhibited oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.